Event description:
It was reported a crbs cryo gas cable was selected for use. During the balloon inflation testing the console provided an error about a bad connection with the umbilical cable. The cable was replaced and the balloon was able to inflate and deflate. After one successful application, it presented several errors in a row and the temperature was no longer dropping below 0*c. First error was an "error 1 - 00000004-2: inner balloon pressure is too high", two more applications resulted in the temperature not dropping below 0*c and the ablation was manually stopped and repositioned for better occlusion. The third time it stopped by an "error 2 -00000008-1: refrigerant flow obstruction detected¿. A new balloon catheter and umbilical cable were provided and the procedure was completed successfully. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).